Event description:
It was reported the patient presented prior to procedure. It was noted the atrial lead had perforated. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented prior to procedure. It was noted the atrial lead had perforated, confirmed via either fluoroscopy or intracardiac echocardiography. High capture threshold was also noted. The lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.